Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to endocarditis. There were no plans for system replacement. Patient's condition was critical and the patient was hospitalized for monitoring.